Manufacturer narrative:
An event regarding dislocation involving a metal head and omnifit liner, and loosening involving a securfit shell was reported. The event was confirmed. Method & results: the reported device was not returned for evaluation. A review by a clinical consultant indicated: such poly liners in a psl cup with limited stability when used without additional screws often have significant poly wear causing osteolysis and ultimately cup loosening. This is confirmed on the x-ray where the cup is grossly loose and tilted vertically. Due to the poor quality and resolution of the x-ray, but also due to the gross deformity currently present, it is not possible to establish the root cause of failure. The device history record could not be located. An nc was issued for this DHR complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded the insert wear caused the shell to loosen and the dislocation to occur. Therefore the insert is the primary contributor to the events that occured. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient notes, operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the surgeon was revising an acetabular component for dislocation and osteolysis. When removing the old liner, he commented that there was some wear on the poly. He thought it was consistent with an old liner and how the stem had been riding.

Event description:
It was reported that the surgeon was revising an acetabular component for dislocation and osteolysis. When removing the old liner, he commented that there was some wear on the poly. He thought it was consistent with an old liner and how the stem had been riding.

Manufacturer narrative:
It was noted that the surgeon would not release the device for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.